Event description:
It was reported that the patient underwent an initial copeland hemiarthroplasty procedure due to rotator cuff tear on an unknown date. Subsequently, on (B)(6) 2014 the patient underwent a total comprehensive reverse revision procedure due to chronic rotator cuff tear and pain.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: product identification and expiration date - unknown; date implanted - unknown; manufacture date - unknown.